Event description:
It was reported that the right ventricular lead had a possible fracture and high impedance. A patient alert was triggered for high rv coil impedance and the impedance threshold for the alert was increased however the following day, an alert triggered again. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the distal segment of the lead was returned and analyzed; analysis revealed a flex fracture of the right ventricular (rv) defibrillation coil. This device was included in a field action and returned product testing found the device did not perform as described in the field action. (B)(4).